Event description:
Event description cpi received information that a patient with this implantable pulse generator (ipg) exhibited a period of non capture. The patient experienced asystole. Pacing threshold and lead impedance measurements were good. The non capture could not be reproduced.